Manufacturer narrative:
Date of report: 18jun2019. Date received by manufacturer: 16jun2019. The customer confirmed the airflow accuracy issue. The customer indicated that replacing the flow sensor resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the airflow accuracy test (pvt test 5) at the 120 lpm setting. There was no patient involvement.